Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of peritonitis. However, there is no allegation or objective evidence indicating the patient¿s liberty select cycler and/or liberty select set, or any fresenius product(s) caused or contributed to the patient¿s event of peritonitis. Based on the information available, the cause of the patient¿s peritonitis is unknown at this time. Peritonitis is a well-known potential complication in patients utilizing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the dialysis clinic manager that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was admitted to the hospital for peritonitis. Additionally, the clinical manager stated the patient was having pd catheter (not a fresenius product) related issues (specific issues not provided). Per the clinical manager, the patient was reported to be recovering. No further details surrounding the peritonitis event are available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.